Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due losing a lot blood when they were using their sensor. Customer blood glucose reading was 180 mg/dl ¿ 190 mg/dl. Troubleshooting was performed. Customer stated sensor was not inserted away from restrictive clothing. Customer was not on medication. Customer had blood on the site. Customer had thrown away their sensor. Sensor will not be returning for analysis.